Event description:
Procedure type: hernia. According to the reporter: the instrument was put in the pt and one of the jaws of the instrument fell into the pt and had detached from the rest of the instrument. The part was easily removed from the pt via the trocar. No pt injury occurred. No other complexities or issues arose due to this incident. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).